Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image and the front panel could not control any functions due to defective board. The locking lever of the video scope connector was defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, a b30 scope communication error was received when using the video system center. It was reported that other scopes were switched, but the issue persisted. The issue was resolved when another cv-170 was used. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a faulty/defective video scope socket. Olympus will continue to monitor field performance for this device.